Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, etco2 functional stress testing, defib functional stress testing, and environmental stress screening without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type. It's noteworthy to mention the electrode pads used were not returned at this time. Review of the device activity logs did not show any faults that could be associated with customer report.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.